Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized with diabetic ketoacidosis and high blood glucose of 700 mg/dl. Customer stated he was vomiting and lethargic. Customer treated with manual injections. During troubleshooting, the customer stated the settings were correct and insulin was not expired. Customer was unable to check for site or set issues as he was not connected to the insulin pump at the time. Blood glucose at the time of the call is unknown. The customer also stated that he had been released and when inserting the battery, the insulin pump alarmed battery out limit. Customer stated it was due to inserting the battery backwards. Customer was sent a tubing clamp and was advised to call back to perform the high pressure test.